Event description:
A fenestrated bipolar forceps instrument was returned. No complaint was communicated to intuitive surgical regarding the da vinci surgical system or instrument. No malfunction of the da vinci system was alleged.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found broken snaps inside the housing. One of four housing snap tabs and all three adjacent housing pins were broken. The housing could be removed as a result of the damage. Instrument may have been mishandled. Additionally, the luer plate was missing. Due to the broken snaps and the housing was able to move, it may have resulted in the missing luer plate. The distal end of the main tube also had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The engineering findings does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.